Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with a mentor smooth round moderate profile 375cc saline prosthesis experienced right sided capsular contracture (baker grade unknown) post procedure. The capsular contracture was diagnosed through a physical examination. As a result, explant was performed on (B)(6) 2021.

Manufacturer narrative:
On july 26, 2021 mentor received additional information clarifying the date of implant. The devices were implanted on (B)(6) 2004. Additionally it was clarified that the incorrect lot/catalog numbers were provided initially. The device is a mentor smooth round moderate profile 370cc saline prosthesis. Both lot numbers 269293 and 1006975 were provided, however it could not be determined which one belongs to the impacted product. This is reflected in d4. If additional clarification is received in the future, then a supplemental report will be submitted. The two possible impacted products were received by the failure analysis lab on july 27, 2021. A manufacturing record evaluation was performed for the finished device 269293 number, and no non-conformances were identified. Manufacturing date: 2003-oct. Expiration date: 2008-oct. A manufacturing record evaluation was performed for the finished device 1006975 number, and no non-conformances were identified. Manufacturing date: feb/20/2004. Expiration date: feb/19/2008. Device evaluation summary: device 1: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Device 2: visual analysis of the returned sample revealed that the breast implant had a crease/fold from the anterior view to the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).